Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy and has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the stylet was removed, the stent came off, fell onto the floor and the device was not used on the patient. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a root cause for the reported stent dislodgement. Quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast visible. The stent implant was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the inflation lumen 13.9 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The orange protective sheath was returned. The stent implant outer diameters could not be measured due to the stent implant not being returned. The inner diameter of the orange protective sheath was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and results of the returned device analysis. It was reported that the stent implant of a 3.0 x 12 mm rx vision stent delivery system (sds) dislodged from the sds and dropped on the floor when the stylet was removed. Reportedly, there was no patient involvement. Analysis of the returned sds without the stent implant is consistent with the reported stent dislodgement. The absence of blood or contrast on/in the returned device is also consistent with the reported information of no patient involvement. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, incorrect sheath size, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned device indicates presence of crimp marks on the balloon that were between the markers of the still tightly folded balloon, suggesting that the stent implant was at least crimped into the balloon at the time of manufacturing. The stent implant was not returned, which may have aided in the investigation. The inner diameter of the returned protective sheath was found to be within specification. The exact root cause of the stent dislodgement is unknown, but there is no indication of a quality problem. A review of the lot history record did not reveal any nonconforming material reports. Additionally, a query of the complaint-handling database indicated that there has been no similar complaint for the lot in question. The inflation lumen was noted kinked distal to the guide wire exit notch. This damage was not reported and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported complaint of stent dislodgement. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% inspected online for stent damage, stent placement/security, and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.